Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Previous revision surgery cancelled. New revision date scheduled for (B)(6) 2013. Depuy still considers the investigation closed.

Event description:
Previous revision surgery cancelled. New revision date scheduled for (B)(6) 2013.

Event description:
The pt was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2012. Asr xl acetabular system (left). Reason(s) for revision: pain. Update: date of revision from (B)(6) email received 10 jan 2012. Update: scheduled revision surgery did not take place on (B)(6) 2012 and as per the surgeon has been cancelled until further notice - email notification of this received from (B)(6), (B)(4). Update: date of revision. Update received: 16th october 2013 - added product: stem, added revision date: (B)(6) 2013 and added hospital: (B)(6) hospital. (B)(4). Update received 29th november, 2013. (B)(6) have now confirmed that the revision has taken place. Update - marked as legal, added kid number, kept surgery revision dates the same to match scf form. Amended event date, added additional hospital. Taken from (B)(6) email dated 1st august 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.